Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that in unspecified timing, the socket of the subject device had a failure. There was no report of patient injury associated with this event. (B)(6) checked the subject device and found that the socket and the electrical circuit board had a failure.

Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results by the repair center, omsc surmised that the cause of the reported event as follows. The video connector socket was damaged due to wear due to prolonged repetitive use, the user's excessive force was added to the video connector. The connection of the video connector socket is loose and the electrical contact becomes unstable, so it may become a symptom that the image does not come out. The terminal corrosion of the video connector socket occurred due to wear caused by repeated use for a long period of time and the user's connection with the electrical contacts of the video connector not dried sufficiently. By making the electric contact point of the video connector socket unstable, it may become a symptom that the image does not come out. The cleaning of the said equipment was not carried out. The electrical circuit may be short due to dust, and it may become a symptom that the image does not come out. The wear due to prolonged repetitive use or the user's excessive force on the bnc connector when connecting the cable led to a loosening of the bnc socket. The loosening of the bnc connection may result in the symptom that the image does not come out. The scope connector-lock failed due to wear from repeated use for a long period of time or due to the user attempting to pull out the video connector without lowering the unlock lever. If additional information becomes available, this report will be supplemented.